Event description:
During use of device by surgeon for an exploratory laparotomy, the device staples were not forming correctly. Removed device from the field and replaced with same device, different lot number and no issues. No patient harm.